Event description:
It was reported that the minibore pressure, removable IV cnnctr experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: material no: mz5302 batch no: 20045507. Packaging issue.

Manufacturer narrative:
D10: device available for eval yes, d10: returned to manufacturer on: 2021-03-10. H6: investigation summary eight samples were received from the customer. Four of these samples were found to be partially opened, the other four were still sealed. A device history record review for model mz5302 lot number 20045507 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. An investigation of this defect was done by the manufacturing site. The potential root cause of this defect was determined as the use of a dirty mold on the multivac machine during manufacturing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the minibore pressure, removable IV cnnctr experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: material no: mz5302, batch no: 20045507, packaging issue.